Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, two fibers were used, working for 5 minutes and then not working. The procedure was completed with an alternative method. There was no patient outcome reported. Analysis of the returned device identified a circumferential fracture at the proximal end of the fiber/cap fusion zone.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the fiber identified a circumferential fracture at the proximal end of the fiber. Microscopic inspection of fiber tip also found that the outer flow tube was spinning inside fusion zone. The glass cap exhibited moderate devitrification at the output window, indicative of tissue contact. The identified glass cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the distal circumferential fracture. The device instructions for use (IFU) instructs to do not excessively manipulate or bend the fiber. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.